Event description:
As reported by the user facility: customer reports that a medsun report #(B)(4) was filed. Customer verbalized that "pt was receiving epinephrine and the nurse was titrating the dose, in her confusion she hit the down button but stopped and cleared, and erased the program, it took a few minutes to set the rate/volume and the pt needed CPR". Customer verbalized that the pt was stabilized. MFR ref number 9610825-2014-00152.